Event description:
It was reported to philips that loss of image on screen due to defective detector module on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the detector px4700 high speed pack and performed calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).